Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that while the patient was in post operative recovery, the patient's heart rate dropped and the right ventricular (rv) lead exhibited loss of capture (loc). The lead was observed to have dislodged. A revision procedure was performed. The lead was successfully repositioned and remains implanted and in service. No additional adverse patient effects were reported.